Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm (air in line), which occurred on the homechoice (hc) during dwell 3 of 5. The baxter technical service representative (tsr) explained the alarm to the home patient (hp) but the source was not located that caused the alarm. The tsr had the hp close all the clamps to the bags/patient line/transfer set. They cycled power off and on to se 2367. They cycled power off and on to press go to start. They were at load the set and they removed the cassette. The tsr advised the hp to either continue with manual bags or start over with all new supplies. The hc was operational. The patient was connected at the time of the alarm and did not disconnect anytime prior to the alarm, all of the bags were properly spiked and connected, no patient extension line being used and no open clamps on any unused lines. There was nothing unusual noted about the supplies. The hp discarded the supplies. The solution to this issue was provided over the phone. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the nurse on (B)(4) 2012 in regards to a system error 2240 alarm and she was not aware of the patient having had that alarm. She would discuss the alarm with the patient the next time she sees them for their appointment. She had just seen the patient yesterday and they had been completing therapy successfully. There was patient involvement but no reported injury or medical intervention. This writer made repeated unsuccessful attempts with the hp at acquiring additional information. If any additional information should become available, this complaint will be updated accordingly. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.